Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer¿s blood glucose level at the time of admission was 690 mg/dl. The customer stated that after they showered they did not reconnect the device to the site. They were treating with the insulin pump but their blood glucose kept rising. Their blood glucose level of 324 mg/dl shot up to 400 mg/dl. They took 15 more units of insulin but their blood glucose level rose to 470 mg/dl. Their blood glucose eventually went over 600 mg/dl and they could not bring it down. It was noted that they had diabetic ketoacidosis. The customer was still in the hospital at the time of the call. Troubleshooting was performed on the insulin pump. There was no noted malfunction on the device. The device will not be returned for analysis.